Manufacturer narrative:
No serial number was provided; therefore, a device history record (DHR) review could not be performed. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the device under delivered the medication. Leakage was also observed. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number and protocol number are unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.